Event description:
It was reported that a balloon rupture occurred. A 100% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery. A 15mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at 7th inflation, it was noted that the balloon ruptured at the tip part at 10atm. The device was removed using normal method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.